Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11052. It was reported the patient had oozing from the ipg pocket site. The physician undertook surgical intervention to clean out the ipg and lead incision sites. In addition, a wound vac with IV antibiotics was placed. It was reported the patient was admitted to the hospital for 48 hours. Follow up regarding the patient status identified the physician explanted the system per direction of an infectious disease specialist. It was reported the culture revealed a staph infection, and the patient was placed on IV antibiotics again.

Manufacturer narrative:
Evaluation codes: method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.